Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es after the es 1.11 server or station upgrade, the server¿s e drive exceeded capacity on 2/13/26. As a result, nursing and pharmacy were unable to log into any medstations except for the unit labeled unit1, which remained on version 1.6.1. This created a situation that posed a significant potential patient safety risk. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es after the es 1.11 server or station upgrade, the server¿s e drive exceeded capacity on 2/13/26. As a result, nursing and pharmacy were unable to log into any medstations except for the unit labeled unit1, which remained on version 1.6.1. This created a situation that posed a significant potential patient safety risk. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the system had disk space issue. The technical support specialist (tss) identified that the server reports database backup files were the primary contributors to the high consumption on the main drive. The available space on the log or backup drive was less than 250 gigabyte, which was insufficient for the size and frequency of these backups. This storage requirement update was tracked under knowledge article title 1.11 all in one log/backup drive space requirement updates and pi 1594965. Tss emailed customer regarding knowledge article and updated the customer. The customer was notified and coordinated the downtime with the hospital it department. The case was then ready to be closed. The system functioned as intended after the technical support specialist troubleshot the device.